Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set cannula kinked event on (B)(6) 2024. The event occured 3 or more hours after insertion and the infusion set was in use for 5 to 6 hours. The insertion site was at abdomen. The blood glucose level was high (specific values are unknown) and the patient was treated with afrezza rapid-acting inhaled insulin. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.